Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: as the unit has not been returned, a technical analysis could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary interventional procedure, a balloon rupture occurred. The 99% stenosed denovo lesion was located in a moderately tortuous and moderately calcified distal left circumflex artery (lcx). The lesion was inflated with an 1.5 x 15mm apex balloon catheter. During the first inflation with a 2.0 x 15mm apex monorail balloon catheter, a pinhole rupture occurred at 12 atms. This was replaced for a non-bsc 2.0 x 15mm balloon catheter. The procedure was completed with a non-bsc 2.5 x 23mm stent. No patient complications were reported and the patient's status is good.